Event description:
It was reported that during stenting of the moderate tortuous left internal carotid artery (ica), the stent prematurely deployed into the cervical ica during repositioning of the stent delivery system. The physician deployed another stent without clinical consequence to the patient in response to the event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the outer body was kinked on its proximal shaft at 48.5cm on its proximal end and slightly compressed on its distal shaft. The inner body was bent on its proximal shaft at 4.0cm from its proximal end and slight friction was experienced when the inner body was being pushed within outer body. The dimension which could be measured for the outer body and inner body were conforming to their required specifications. The root cause of premature deployment during use cannot be definitively determined. However, information available indicated that there was tortuosity proximal to and in the region of the stent, the inner body bumper markers could not be advanced to the proximal end of the stent, and the outer body was withdrawn in an attempt to properly position the stent for deployment. Based on this information, it is probable that the tortuosity proximal to and in the region of the stent contributed in the reported and observed issues. Therefore, a root cause of operational context has been assigned to this investigation.

Event description:
It was reported that during stenting of the moderate tortuous left internal carotid artery (ica), the stent prematurely deployed into the cervical ica during repositioning of the stent delivery system. The physician deployed another stent without clinical consequence to the patient in response to the event.